Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that she had a cold and was recently diagnosed with sarcoidosis at the time of the event. The customer destroyed the insulin pump, so it could not be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.